Event description:
It was reported that a spectrum pump experienced a constant door not fully latched message. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door not fully latched message while loading a set, caused by a loose upper link screw. The link screws were replaced to correct this condition.